Manufacturer narrative:
One fast-cath transseptal guiding introducer swartz was received for investigation. The reported event of a leak was confirmed. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted on the side wall of the seal and proximal face of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, it was noted that the sheath leaked from the valve after insertion into the patient. Another sheath was used to complete the procedure with no adverse consequences to the patient.